Manufacturer narrative:
The reported failure of ventilator service required alarm associated with failure of the internal battery system and a failure indicating that vbus dropped below 8.000v is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for preventive maintenance. No patient injury or serious harm was reported. The ventilator was evaluated at a third-party service center. The device log files were successfully downloaded and reviewed in full. A ¿ventilator service required¿ alarm was identified, associated with failure of the internal battery system. This condition may result from the battery not being detected, a failure of the system printed circuit assembly (pca) as indicated by terminal voltage, wake voltage, or smbus communication errors, or an internal battery failure. The logs also identified an error indicating that vbus dropped below 8.000v. This condition may be associated with depletion of all available power sources, a fault in the active power source, or a power path circuit malfunction. Available service documentation did not indicate that any component replacements were required to resolve the reported issue. No additional actionable error codes were identified. Additionally, unrelated to the reported malfunction, the inline filter was found to be contaminated with dust. As part of preventive maintenance, the air foam inlet filter and particulate filter required replacement. The customer complaint was confirmed. Following preventive maintenance activities, the device passed all functional testing. A final report is being submitted. If any additional information is received, a supplemental report will be filed.